Event description:
The customer reported the images are negating and inverting during the case. Customer also said image would tear. Customer was able to complete case with no pt injury. Customer did not save images. Customer reported no pt injury. Customer reported that images are inverting.

Manufacturer narrative:
The service rep arrived on-site and customer did not save image of inverted image. The system fluoroed with line pair and image seems fine. When rotating, c-arm image tore and negated. While flexing high voltage cable at c-rotation yoke image will tear and negate. The rep ordered a high voltage cable for next day and another service rep will replace. In 2008, the service rep replaced the high voltage cable on his case. System operating as intended.